Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2020 with unknown blood glucose level. The customer was using the insulin pump within 48 hours of high blood glucose event. It was unknown that if the insulin pump was in auto mode at the time of the incident. Infusion set had leak at site. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information related to auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the auto mode was active at the time of incident.